Manufacturer narrative:
Jaws, unable to close. The device has not been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp on march 2, 2009, that a radial jaw 3 pulmonary single-use biopsy forceps was used during a pulmonary biopsy procedure performed in 2008. According to the complainant, during the first biopsy, the physician heard an unusual noise, which was described as a dry jaw sound. After the device was retrieved, it was discovered the jaws of the device were opened although the handle was not activated. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.